Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. It was also determined the patient had ipg pocket site pain after losing weight. As a result, the patient's ipg replaced and moved to the right low back area from the right buttocks area. During the procedure one of the leads had high impedances and was visibly fractured. This lead was not removed. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information was received indicating that the patient underwent surgical intervention (B)(6) 2024 wherein the patient's ipg site was relocated and the ipg was explanted, replaced, and therapy was restored. Additionally, it was noted by the physician that one of the patient's leads was visibly confirmed to be fractured. No intervention was undertaken to address the lead as the patient's therapy was effectively restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08208. It was reported that the patient was experiencing ipg pocket site pain after losing 60 pounds. Additionally, diagnostics were performed indicating that one of the patient's leads has high impedances on multiple contacts. Surgical intervention may take place at a later date to address the issue.